Manufacturer narrative:
The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported that a nurse received "jolt" while performing chest compressions, while the patient was attached to the defibrillator. There was no death or serious injury to either the patient or nurse.